Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose level 255 mg/dl at the time of the incident. The approximate size of the air bubbles was 0.1 cm. The customer was assisted with hp test and no leak was detected. Troubleshooting was not performed. The reservoir will not be returned.